Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter address line 1: (B)(6). Part: 214.838s. Lot: 9l85896. Manufacturing site: werk selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: 19 sep 2022. Expiration date: 01 sep 2032. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 214.838. Non-sterile lot # 836p802. Manufacturing site: mezzovico. Release to warehouse date: 27 may 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported of a rupture of the plate and three screws. Initial surgery was for a right femur periprosthetic fracture. A new surgery has been done to remove the broken plate and screws and replace them with new ones. Broken fragments were retained in the patient, but they were removed with a new surgery (revision surgery) and a new implant was installed. The surgery was completed successfully. This report is for one (1) cortscr ø4.5 self-tap l38 sst. This is report 1 of 5 for complaint (B)(4).